Event description:
On 27 may 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving a sensor replacement alert on 25 may 2025, day 201 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation analysis showed no issues with sensor functionality. A review of the raw sensor indicated optical instability around the time of complaint; however, the optical instability could not be reproduced during in-house testing. This may occur in instances where the failure mode that presents itself in the body is not replicated in the lab. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?yes. . H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.